Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation is ongoing. The outcome of the investigation will be communicated through a follow-up report. (B)(4).

Event description:
Customer site in (B)(6) alleged that discrepant results were generated with the cobas ampliprep / cobas taqman hcv test. Specifically, the customer states that a sample from a patient with a traditionally (B)(6) generated a result of (B)(6) with the cobas ampliprep / cobas taqman hcv test. The sample was repeated and generated a (B)(6) result. The customer also ran a branch dna on the patient sample, the branch dna generated (B)(6).